Event description:
Same case as #6000089-2005-00149, #6000089-2005-00150. It was reported that after a drug eluting stenting treatment procedure the patient had a myocardial infarction. The lesion being treated was a 3.5mm 90% stenosed distal right coronary artery (dist rca). The lesion was predilated. The physician placed a taxus express2 8.8% 3.50x28mm drug eluting stent in the dist rca. It was reported that a proximal dissection occurred. An attempt to repair the dissection was made by placing a taxus express2 8.8% 3.50x28mm drug eluting stent in the mid rca. Post deployment the stent was 100% occluded. With the dissection extending proximal and distal to the stent, a cordis cypher 3.5x33mm was placed in the mid rca. Post deployment the vessel appeared occluded, therefore the physician placed a taxus express2 8.8% 3.5x12mm drug eluting stent in the prox rca. The stent appeared occluded and a cordis cypher 3.5x33mm was placed in the prox rca. It was reported that the patient experienced a myocardial infarction (mi) confirmed by cardiac enzymes after the procedure before discharge. The patient was discharged 9 days later on plavix and aspirin. In the opinion of the physician, the relationship to the dissection is "unknown," and the relationship of the mi to the taxus stent is "not related."